Event description:
Information was received indicating that the pneupac ventilator was not alarming. It was also reported that the CPAP knob and the oxygen knob was corroded. There were no adverse events reported.

Manufacturer narrative:
Returned device was received in decent physical condition but the battery compartment was damaged and the small knobs were corroded. During the evaluation of the device, the issue was able to be confirmed. There was corrosion on the electrical chassis assembly and knobs caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition but the battery compartment was damaged and the small knobs were corroded. During the evaluation of the device, the issue was able to be confirmed. There was corrosion on the electrical chassis assembly and knobs caused the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.